Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) nurse reported a pd patient encountered an air detected in cassette error message. The pd nurse inspected the lines and noticed a fluid leak from the stay safe connector from a loose connection. Upon follow up, the pd nurse stated the patient did not experience any adverse events as a result of this incident and no antibiotics were prescribed prophylactically. No treatments were missed as the patient had reset up with all new supplies to complete the treatment successfully. The cassette/tubing set in question was discarded. The pd nurse was unable to provide any of the patient's identifiable information.